Event description:
Related manufacturer reference number: 2017865-2022-46144; related manufacturer reference number: 2017865-2022-46146. It was reported a patient's implantable cardioverter defibrillator (ICD) had migrated and right ventricular (rv) and atrial leads had dislodged due to twiddlers syndrome. This was addressed by a procedure on (B)(6) 2022, where the rv lead was explanted and replaced. Post-procedure the patient status was unknown.